Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2014. Comment: der received states left hip; however der has already been received for left hip. Due to a matching implant date and information derived from product manufacturing dates, the hip side will remain the right side.

Event description:
Legal claim received alleging that the patient suffers from pain, physical injury, and bodily impairment. Also alleged is excessive levels of chromium and cobalt.